Manufacturer narrative:
An event of failure to connect the device and separation problem was reported. It was indicated that when tried to re-tighten the vise to the cable and the set screw was hubbed out and would still not contact the cable. The device was received for investigation and found a damage was noted on the sheath. The delivery cable was noted to have deformation damage on the coil. When analyzed under non-physiological conditions. The screw was measured using a caliper and met measurement specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the noted damage might caused due to procedural conditions, but reported event could be due to event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: component code: 568 screw. Codes added: medical device problem code 1487. Component code 4775.

Event description:
It was reported that on (B)(6) 2024, a 5mm by 4mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue lp delivery system. During the attempt to release the occluder, delivery cable and plastic vise were inoperable in the delivery system. When the physician attempted to unscrew the fore mentioned piccolo from the torqvue system the plastic vise just slide around the cable. The physician tried to re-tighten the vise to the cable and the set screw was hubbed out and would still not contact the cable. After inspection of the cable it was noted, the vise would just slide off the cable and not make contact with the vise set screw fully tightened down. The patient was hemodynamically stable and the physician used a guidewire torquer device to unscrew the device from the cable and implanted the piccolo occluder. There was some delay in the patient care, only a few minutes but the aby tolerated that portion well. The patient was reported recovering in normal fashion.

Manufacturer narrative:
An event of separation problem was reported. It was indicated that when tried to re-tighten the vise to the cable and the set screw was hubbed out and would still not contact the cable. The device was received for investigation and found a damage was noted on the sheath. The delivery cable was noted to have deformation damage on the coil. When analyzed under non-physiological conditions. The screw was measured using a caliper and met measurement specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the noted damage might caused due to procedural conditions, but reported event could be due to event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.